Event description:
In the american journal of critical care online, a published article referenced a padmanabhan et al trial that first reported a case of a rectal hemorrhage associated with the flexi-seal system. The occurrence was reported during the original product trial. This trial was a prospective, multicenter, phase 2 clinical study involving 42 patients. One of the patients had gastrointestinal bleeding. This patient (unknown age or sex) had bleeding 4 days after insertion of the flex-seal device. The patient was admitted to the hospital because of the gastrointestinal bleeding, but was one of the patients in the study who did not have a baseline colonoscopy before the device was inserted. The flex-seal device was removed, and a colonoscopy revealed hemorrhage from a rectal ulceration.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The reporter states that because this patient had not had a baseline colonoscopy, the author could not conclude that the flex-seal device caused the ulceration. Treatment of the rectal hemorrhage was not specified. No add'l patient/event details are available at this time. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific third manufacturing site,thus both potential manufacturing site numbers are listed below. (B)(4).